Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960, serial # (B)(6). Problem statement: customer reported complaint on leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 01jul2020 to date 01jul2021. Complaint trend: there are 8 complaints related to a leakage of biohazard not contained within the instrument. Date ranges from 01jul2020 to date 01jul2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a worn waste connector. The customer initially reported that there was a leakage not contained within the instrument, though they were unsure of the location of the leakage. They tried replacing the waste tank cap and waste level sensor before they discovered that the fluid appeared to come from the vent line during fluidics startup and shutdown. An fse (field service engineer) was brought onsite to perform the repair, and they confirmed the issue was due to a connector that was only partially closed (pn 33304607) and was affecting the fluidics flow pressure. After replacing the connector, the instrument was functioning as expected with no further leaks. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage of biohazard poses a risk of contamination if there is skin contact, the customer confirmed that they had worn proper ppe including gloves, lab coats, safety glasses, and masks, and had not come in contact with the leakage. Additionally, there was no spray of fluid so the risk of exposure is low. While this instrument was being used for clinical diagnoses, the customer confirmed that the results gathered during the incident were not used and the patient was not affected in any way. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2008. Defective part number: 33304607 - cplg body panel mt 1/4in nom flow serv. Work order notes: subject / reported: waste is leaking, unsure of the location of the leak. Problem description: waste is leaking, unsure of the location of the leak. Customer has tried replacing the cap on top of the waste tank, replaced the waste level sensor. Fluid appears to be coming out of the vent line when running the fluidics startup and shutdown. Work performed: replaced the connector in the wet cart that wa partially closed. Verified no leaks after the replacement. Completed shut down and startup with no issues. Verified all signals. Completed cst's performance. Cause: connector 33304607 was partially closed not allowing proper flow. Solution: connector was replaced. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 rev. 12/vers. J whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Item: 6. Waste. Function: 6.1 contain waste. Potential failure mode: 6.1.1 waste not contained. Potential effect(s) of failure: 6.1.1.1 biohazards. Potential cause(s) / mechanism(s) of failure: 6.1.1.1.1 pressure build up. Current controls: vent on lid. Recommended actions: 1. Add filter. 2. Pressure sensor for backpressure. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 9. Occ: 2. Det: 1. Rpn: 18. Root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn connector. Conclusion: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn connector. The fse responding to the issue confirmed that the leakage was due to a partially closed connector and replaced the part. After the repair, the instrument was tested and was functioning as expected with no further leaks. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is a waste leak. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No spray of liquid. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? After waste line. 6) was the waste mixed with decontamination/bleach? No. 7) was the customer/bd personnel physically in contact with the fluid? No. 8) where did the physical contact of fluid occur? 9) what personal protective equipment was being used during the occurrence? Gloves, lab coat, safety glasses, and mask. 10) was there any impact to patient samples due to leak? No. 11) was customer/bd personnel harmed/injured? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that there is a waste leak. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No spray of liquid. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? What personal protective equipment was being used during the occurrence? Gloves, lab coat, safety glasses, and mask. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No.